Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs. Reportedly, the patient experienced "serious injury like; pain, physical limitations, and frequently worrying about things getting worse."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with degenerative disc disease at l4-5, l5-s1 and underwent anterior lumbar interbody fusion at l4-5, l5-s1 with lt cages, rhbmp-2/acs and plate in which rhbmp2/acs was used.